Manufacturer narrative:
Patient received laser treatment for hair removal on their face and reacted with first degree burns on the treated area. The treatment parameters are not available, and the device has not yet been evaluated and therefore investigation is still pending as to what happened. Manufacturer has tried to contact the attending clinic for more information repeatedly without success. With information currently available; we cannot ascertain the root cause of the injury.

Event description:
Patient received laser treatment for hair removal on their face and reacted with first degree burns on the treated area.